Event description:
Subsequently, it was reported the lead also exhibited loss of capture after the low shock impedance episode. The lead was capped and surgically abandoned, and replaced with another model right ventricular lead with no adverse patient effects.

Event description:
Boston scientific crm received information from a boston scientific field representative that this chronic right ventricular defibrillation lead was recommended for explant after exhibiting low out-of-range shock impedance and high out-of-range pace impedance measurements. The representative and a health care provider (hcp) reported that the patient had received several shocks, and a low out-of-range shock impedance was recorded with one of the shock deliveries. Subsequent device interrogation showed a warning message for shock delivery during a short circuit condition, and a high out-of-range shock impedance measurement. A boston scientific technical services (ts) consultant recommended device and lead replacement. There were no reports of adverse patient effects. The lead is included in the 7/19/1999 endotak dsp is-1 long pin product advisory population.

Manufacturer narrative:
This report will be updated if additional information is received.